Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the stylet/guidewire was kinked/buckled. Additionally, the distal connector of the lead was extrinsically bent, the tip seal on the distal electrode of the lead showed evidence of blood ingression, visual summary analysis of the lead indicated damage at implant. The analyst also commented that the guidewire stuck in lead and couldn't be removed. Visual inspection found guidewire's tip was bent inside of the lead¿s distal end, and blood ingression in distal end within 20cm. The lead is-4 connector was damaged/bent, visually. No conductors distortion were observed. Concomitant medical devices: 1782tc ra lead, implanted (B)(6) 2000. (B)(4).

Event description:
It was reported that the lumen of the left ventricular (lv) lead was resistant to the removal of the guidewire. It was also reported that after extensive use, the end of the guidewire had curled and when it came time to withdraw the guidewire from the lead, it became stuck in the lumen of the lv lead. Both products were explanted and replaced. No patient complications have been reported as a result of this event.